Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that that the silicone driveline was starting to pull away from the metal connector. A clamshell repair was needed. Technical services was onsite on 07may2026 to place the clamshell to prevent further separation.